Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (246 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. No further information on the reported issue was provided.